Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. (B)(4). Reporter phone number unknown.the manufacturer's field service engineer (fse) performed troubleshooting and determined the gas delivery system required replacement. The fse replaced the gas delivery system (gds) and the issue was resolved.

Event description:
It was reported that during device servicing, the device failed air flow accuracy testing. There was no patient involvement. The event date was not specified; estimate used.